Event description:
It was reported that during the surgical procedure, when removing the is2000 large needle driver instrument from the pt, a 4" piece of the instrument sheared off when it came in contact with the trocar and fell inside of the patient. The sheared off piece was retrieved and the planned surgical procedure was completed. The sheared off piece will not be returning for evaluation. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed a severe crack in the main tube, approximately five inches from the distal end of the instrument. It appears that an unusually high force was applied to the main tube, causing it to break. A five inch sliver of the main tube, starting at the crack and ending at the distal end, was missing. Engineering was unable to determine whether the cause of the abrasion may have been due to the cannula accessory. Since the cannula used in conjunction with the instrument was not returned for evaluation, no definitive conclusion can be drawn. The missing piece was not returned with the instrument, however, the complaint notes indicate that the missing piece was successfully retrieved from the patient.